Event description:
It was observed that during the device inspection, the ultrasound bronchofibervideoscope exhibited the a-rubber glue was chipped in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most cause of the complaint is d02 - cause traced to component failure: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.